Manufacturer narrative:
On 03/08/2018, mentor has received information that the date of explantation was updated from (B)(6) 2018 to (B)(6) 2018 as per additional information received. On 03/26/18, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/26/18, it was reported to mentor that the patient had undergone bilateral removal of saline mentor smooth round moderate profile 275cc right breast implant and replacement with saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 7549761 on the left breast implant and saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 7549761 on the right breast implant on (B)(6) 2018. Concomitant products: mentor breast implant of unknown type lot number 5570258 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent at the valve juncture. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. On (B)(6) 2018, it was reported to mentor that it was the right breast implant and not the left one that was affected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the device evaluation and investigation have been completed on 06/22/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with a saline mentor breast implant and experienced deflation on the left breast implant. The deflation was confirmed by a physical exam by the healthcare professional on (B)(6) 2018. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5571147 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).